Event description:
Reportedly, between (B)(6), the patient suffered a cardiac arrest. An external defibrillation was performed by the emergency service for the cardiac resuscitation with two external shocks. When the patient was admitted at emergency service the interrogation of the pacemaker was not possible, and no response was observed to the magnet. It was reported on (B)(6) 2018 that the patient passed away, the device has been explanted and will be returned for analysis. Although physicians are waiting the analysis report, they suspect that most likely the cause of the cardiac arrest could be the mechanical heart valve implanted in the patient. Preliminary analysis did not reveal any irregularity; all electrical performances were within normal range (as of (B)(6) 2017, last patient files provided). However, episodes stored in the device memory revealed tachyarrhythmia episodes.

Event description:
Reportedly, between (B)(6), the patient suffered a cardiac arrest. An external defibrillation was performed by the emergency service for the cardiac resuscitation with two external shocks. When the patient was admitted at emergency service the interrogation of the pacemaker was not possible, and no response was observed to the magnet. It was reported on (B)(6) 2018 that the patient passed away, the device has been explanted and will be returned for analysis. Although physicians are waiting the analysis report, they suspect that most likely the cause of the cardiac arrest could be the mechanical heart valve implanted in the patient. Preliminary analysis did not reveal any irregularity; all electrical performances were within normal range (as of (B)(6) 2017, last patient files provided). However, episodes stored in the device memory revealed tachyarrhythmia episodes.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, between april 28th and 29th, the patient suffered a cardiac arrest. An external defibrillation was performed by the emergency service for the cardiac resuscitation with two external shocks. When the patient was admitted at emergency service the interrogation of the pacemaker was not possible, and no response was observed to the magnet. It was reported on (B)(6) 2018 that the patient passed away, the device has been explanted and will be returned for analysis. Although physicians are waiting the analysis report, they suspect that most likely the cause of the cardiac arrest could be the mechanical heart valve implanted in the patient. Preliminary analysis did not reveal any irregularity; all electrical performances were within normal range (as of on (B)(6) 2017, last patient files provided). However, episodes stored in the device memory revealed tachyarrhythmia episodes.